Manufacturer narrative:
Thv/tvt registry. Investigation is ongoing.

Event description:
As reported, during a transeptal procedure for a 29mm sapien 3 valve in the native mitral position, the patient underwent a valve in valve in valve procedure, due to significant mitral regurgitation and a flail leaflet.   This patient had a double valve procedure done with a 34 evolut pro first placed in the aortic position via transfemoral access.  The procedure then proceeded with transeptal placement of a 29mm sapien 3 valve in the mitral position.  Placement of the first 29mm sapien 3 valve initially appeared good.  However, color doppler showed significant mitral regurgitation and closer evaluation of the valve revealed a flail leaflet.  A second 29mm sapien 3 valve was then prepped.  During deployment of the second valve pacing capture was lost, which caused both valves to migrate atrially.  Shortly after deployment of the second valve, it was noted that both valves migrated more atrially again.  Options were discussed and a third valve 29mm sapien 3 valve was deployed in a more ventricular position. The third valve anchored nicely stabilizing all three valves.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation as it remains implanted.  However, 3mensio, procedural echo and cine images were provided and reviewed by an edwards physician proctor. The 3mensio images were reviewed and the valve size of 29mm was agreed.  The procedural echo images were reviewed which showed: post deployment of first 29mm s3 valve showed pvl, only 2 leaflets were visible with wire across (poor image), the first s3 valve was deployed too atrial (100:0), functioning native leaflets were seen below the s3 valve, a venturi effect was seen causing central mr. The procedural cine images were reviewed. The following was observed: calcified left and non-coronary cusp, severe mac, wire was seen in the left atrium; no images were provided of septal puncture, non-edwards thv valve was deployed in aortic annulus, septostomy was seen, no images were provided of valve alignment or valve crossing septum, the underdeployed valve was seen across mitral annulus; valve slightly proximal to distal marker, the underdeployed valve appeared not centered/coaxial within mitral annulus, nice slow balloon inflation, first 29mm s3 appeared canted (60:40, 20:80) within the annulus, no cine images were provided of the reported central ai, second valve was now seen within the first sapien 3 valve, nice slow inflation; movement seen with entire delivery system during balloon inflation, second 29mm sapien 3 valve was deployed within the first 29mm sapien 3 valve in the same position and also appeared canted.  No loss of pacing capture was observed as reported, the delivery system was removed and both valves were seen to have migrated more atrial, the third 29mm sapien 3 valve was deployed slightly more ventricular within the other valves, no angiogram was provided to evaluate the third valve. Impression: the non-edwards valve was deployed within the aortic annulus.  It was unable to be determined how deep the valve was in the lvot.  The first 29mm sapien 3 valve was not centered/coaxial within the mitral annulus.  Post valve deployment, the valve appeared canted (60:40, 20:80).  Echo showed the first sapien 3 valve was deployed too atrial (100:0) and functional native valves were seen below the s3 valve.  Central ai was observed with one immobile leaflet due to the venturi effect.  The native mitral leaflet deflects were observed to flow during asystole causing s3 valve leaflet to not close with other thv leaflets creating mitral regurgitation.  The second 29mm sapien 3 valve was deployed in the same position within the first sapien 3 valve.  Movement was seen of the delivery system and valve during balloon inflation; possibly due to blood pressure being too high.  The valves appeared to be fully expanded and stable as the delivery system balloon was deflated.  No loss of pacing capture was seen.  Next images show the delivery system removed and the valves migrated more atrial. The third 29mm sapien 3 valve was deployed more ventricular within other valves. The cause of the central mitral regurgitation is related to the positioning of the first sapien 3 valve being too atrial and not covering the native mitral valve.  Additionally, the native mitral leaflet deflecting flow creating a venturi effect and deflecting the flow to the sapien 3 leaflet not allowing it to close. During manufacturing the sapien 3 valves underwent multiple 100% inspections.  The frame components and leaflet subassemblies were 100% visually and dimensionally inspected.  During the production flow testing, the coaptation test was performed using appropriate fixtures and instructions. The adequacy of thv valve coaptation and valve appearance was 100% inspected before and after valve holder attachment.  Prior to final packaging, 100% visual inspection was performed at preliminary packaging to ensure no damage to the valve from handling between holder inspection and brep process. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint.   A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. It should be noted that evaluation code ¿leaflet ¿ motion restricted-in patient¿ is similar to ¿leaflet ¿ inadequate coaptation-in patient¿, therefore, the review was performed for both codes.  A lot history review did not reveal any other complaints related to ¿leaflet ¿ motion restricted-in patient¿, ¿leaflet ¿ inadequate coaptation-in patient¿, ¿valve ¿ regurgitation-central leak¿, ¿valve ¿ placement too atrial¿, ¿valve ¿ canted, tilted¿, or ¿valve ¿ migration¿ for the lot number provided.   Note that lot numbers for valve complaints reference the valve serial number only. Therefore, this review was performed by taking the valve serial numbers from the work order and verifying that there have been no other complaints associated with each serial number. A review of complaint history for sapien 3 valve (all sizes) from may 2017 to april 2018 revealed 4 other complaints with returned valves for ¿leaflet ¿ motion restricted-in patient¿, ¿leaflet ¿ inadequate coaptation-in patient¿, ¿valve ¿ regurgitation-central leak¿, ¿valve ¿ placement too atrial¿, ¿valve ¿ canted, tilted¿, or ¿valve ¿ migration¿.  No manufacturing non-conformance were identified.  A review of complaint history revealed that the occurrence rates did not exceed the april 2018 control limits for applicable trend categories ¿leaflet motion restricted (in patient)¿, ¿regurgitation¿, ¿malposition¿, and ¿migration.¿   it should be noted that the use of a sapien 3 (s3) with the commander delivery system (ds) for native mitral valve replacement is not indicated for use in united states at this time.  The IFU and training manuals in this section are for a tf procedure in the aortic or mitral valve-in-valve position and were reviewed for relevant guidance for an s3 implant using a commander ds.  No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Per the instructions for use (IFU), valve malposition, valve migration, restricted or nonfunctioning leaflets, central regurgitation requiring intervention are potential adverse events associated with transcatheter aortic valve replacement.   There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis.  Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario.   During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution.  This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The complaints of ¿leaflet ¿ motion restricted-in patient¿, ¿valve ¿ regurgitation central leak¿, ¿valve ¿ placement too atrial¿, ¿valve ¿ canted, tilted¿, and ¿valve ¿migration¿ were confirmed, but no manufacturing non-conformances were identified during engineering evaluation.  A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint.  During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction would contribute to the event.  Based on the review of the imagery, procedural factors (device malposition) likely contributed to the reported immobile leaflet and central mitral regurgitation (mr).  Prior to valve deployment, the valve was not centered/coaxial within mitral annulus, and this may have caused the valve to be canted post deployment.  Additionally, the first s3 valve was deployed too atrial and was not covering the native mitral valve.  As a result, the native mitral leaflet deflected flow, creating a venturi effect where a reduction in blood pressure caused the s3 valve leaflet to not close and result in central mr. To resolve the central mitral regurgitation, a second valve was deployed inside the first valve.  However, pacing capture was lost during deployment, resulting in both valves migrating toward atrial. No manufacturing or IFU/labeling inadequacies were identified.  Available information suggests that procedural factors (device malposition and loss of pacing capture) likely contributed to the reported events.  A review of the complaint history revealed that the occurrence rate did not exceed the april 2018 control limits for applicable trend categories, therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
UDI reference number: (B)(4). Ref. Related mfg report number:  2015691-2018-01907.

Manufacturer narrative:
Additional information provided clarified the first valve had been deployed in an 80:20 aortic/ventricular position.  The third valve was deployed more ventricular in a 70:30 aortic/ventricular, which helped to anchor the first two valves.  Although the patient was stable post procedure, on post-operative day 26 it was reported that the patient had expired (date unknown).  The cause of death was not due to valve, as valve function was fine post deployment.  The patient went into renal failure post op and elected to withdraw care.  The first had central mitral regurgitation as a result of the reported flailed leaflet.   Investigation is ongoing.